Manufacturer narrative:
An event of pericardial effusion and tamponade and thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 health effect - impact code: code 4624 removed.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplater amulet left atrial appendage occluder was implanted in a patient. It was noted via transesophageal echocardiography (tee) that the patient had trivial effusion of 2mm prior to implant procedure and it remained unchanged before discharge. It was reported the patient experienced "some pericarditis" symptoms before leaving the hospital and the patient was discharged on dual antiplatelet therapy (dapt). It was later reported that the patient was readmitted to the hospital on (B)(6) 2023 following circumferential effusion. The patient was monitored and discharged. Later, it was reported on (B)(6) (2023, the patient returned with large pericardial effusion and symptoms of congestive heart failure (chf). Cardiac tamponade was also present. The patient underwent a pericardiocentesis with 500cc of fluid drained on placement and 100cc drained the following day. It was reported the patient was diuresed. The patient was discharged with weekly transthoracic echocardiography (tte) monitoring and taken off of dapt. It was later reported that on (B)(6) 2023, a thrombus was discovered on the device, and the patient was switched to coumadin. There was no report of any threads showing or fiber-like appearance with the thrombus. It was reported the patient's international normalized ratio (inr) closest to the time of the reported thrombus was 1.2 and the patient's most recently recorded inr was 2.0.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplater amulet left atrial appendage occluder was implanted in a patient. It was noted via transesophageal echocardiography (tee) that the patient had trivial effusion of 2mm prior to implant procedure and it remained unchanged before discharge. It was reported the patient experienced "some pericarditis" symptoms before leaving the hospital and the patient was discharged on dual antiplatelet therapy (dapt). It was later reported that the patient was readmitted to the hospital on (B)(6) 2023 following circumferential effusion. The patient was monitored and discharged. Later, it was reported on (B)(6) 2023, the patient returned present with large pericardial effusion and congestive heart failure (chf). The patient underwent pericardiocentesis with 500cc of fluid drained on placement and 100cc drained the following day. It was reported the patient was diuresed. The patient was discharged with weekly transthoracic echocardiography (tte) monitoring and taken off of dapt. It was later reported that on (B)(6) 2023, thrombus was discovered on the device and the patient was switched to coumadin.